Manufacturer narrative:
The customer reported that monitoring was lost during a pt code. The device is not being considered a contributing factor in this incident, as clinicians were present and providing necessary care to the pt at the time it was alleged that data was lost. Philips is reporting this incident only because there was a serious injury while a philips central station was in use. Device labeling (instructions for use) adequately describes pt monitoring and close personal surveillance with correct operation of monitoring equipment. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
The customer reported that while a monitoring a pt code, data was lost.